Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited high capture thresholds and high impedance. The lead was not used and a new lead was implanted successfully. The patient's condition was fine post procedure.